Event description:
It was reported the patient received multiple inappropriate shock therapy and an alert for possible output circuit damage. The message for possible output circuit damage was false. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.